Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached around 50 mg/dl while wearing the pod for an unknown amount of time. Symptoms reported include vomiting, diarrhea and dehydration. The patient was diagnosed with gastroenteritis. The patient was treated with IV (intravenous) fluids, insulin, and dextro. The patient was also given tylenol. The patient was released two days later. The pod was worn when seeking medical attention.